Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a patent foramen ovale (pfo) interventional procedure. Reportedly, the first prostyle was deployed without issue. However, the second prostyle suture broke. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 9f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Standard digital pressure was applied as a pre-caution whilst the patient was being extubated as their coughing put some pressure on the puncture site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.